Manufacturer narrative:
(B)(4). The returned flexiva laser fiber was analyzed, and a visual evaluation noted that the fiber measured 312.6 cm from the end of the sma connector to the exposed glass tip. The exposed glass tip measured 4 mm and appeared unused and in good condition. A functional evaluation noted that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted the reported event of "fiber stopped working" was confirmed. The analysis of the returned device revealed that the exposed glass tip appeared unused and in good condition. There was distorted light from sma connector, indicating a fracture within the fiber connector. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a flexible ureteroscopy performed on (B)(6) 2019 to treat renal calculus. During the procedure, upon firing the laser, the laser fiber stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.